Event description:
Had electrical stimulator installed upper body, metal ground plates, mid back, base neck. They quit working and body started worsening feeling. No one will remove. More than half entire body has loss of feeling. Can no longer function. Information can be received from (B)(4). I give my permission to obtain information from all doctors and manufacturer.